Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-steal device was shuttling. The following information was provided by the user facility: the anchor was pushed out the sheath but was not placed and came back into the sheath. (Shuttling) the device was discarded as infected. Manual compression was applied instead to achieve hemostasis. The physician had not completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that the blood loss was less than 250cc. It was reported that the patient condition had no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide completed investigation and the codes, method and result codes were inadvertently left blank on the initial report. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.